Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review, the pt underwent incisional hernia repair utilizing ventralex mesh on (B)(6) 2008. Approximately six months post implant, the pt underwent repair of a incarcerated incisional hernia with a second ventralex mesh. The medical records provided do not indicate a device related failure as causing or contributing to the reported event. Additionally, the ventralex mesh remains implanted. Although there was a hernia recurrence, the defect was in between the previously repaired defects. There is no indication of a device failure. See MDR 1213643-2010-00048 for info related to the composix kugel mesh implanted on (B)(6) 2008.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2008 - pt underwent repair of incarcerated epigastric hernia with no mesh. Secondary, pt underwent laparoscopic cholecystectomy. On (B)(6) 2008 - pt underwent repair of recurrent incarcerated epigastric hernia with composix kugel. Small adhesions taken down. On (B)(6) 2008 - pt underwent incisional herniorrhaphy with ventralex mesh. Lysis of adhesions performed. On (B)(6) 2009 - pt underwent repair of incarcerated incisional hernia with a second ventralex mesh, defect noted to be in between two previous repairs.